Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handset of the remote monitor was overheating. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4) the remote monitor was returned and analysis revealed that the remote monitor was unable to detect radio frequency (rf) head; found defective "rf station-u9¿ component; found error code 3230 <(>&<)> 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.